Manufacturer narrative:
The user reported the pdm is extremely hot and the screen is frozen. A battery was returned with the device. Initially, the pdm did not power on using the returned battery. The pdm was allowed to charge using the returned battery and powered on with no issues. Upon powering on, a reset clock alarm was generated. Upon attempting to unlock the device and clear the alarm, it was observed that the touch screen would not respond to any inputs. All attempts to bring up the number pad to unlock the pdm were unsuccessful. No damages or defects were observed to the lcd screen that would contribute to the touch screen being unresponsive. Due to the unresponsive touch screen, no log files are available and the adb tests and the various tests could not be completed. A flir thermal camera was used to measure the temperature of the pdm. While the pdm was on and charging, the temperature of the pdm in the area near the charging port and to the right of the camera was measured to be above the operating temperature specifications at 55 degrees celsius with the back cover removed. The battery itself did not heat up above the temperature specifications. With the back cover on the device, the temperature of the device was much cooler and within the temperature specifications. The pdm was exposed to temperatures of 45 degrees celsius in order to trigger a programmed pdm heat warning message and 55 degrees celsius to trigger a programmed pdm heat shut-off. Due to the reset clock alarm being unable to be cleared, the heat warning message at 45 degrees celsius was not displayed. At 55 degrees celsius the device shut off, and upon attempting to power on the heat shut off message was displayed. The programmed heat shut off functioned as intended. The exact cause of the defective lcd screen could not be conclusively determined.

Event description:
It was reported by the patient that the omnipod personal diabetes manager (pdm) is extremely hot. It was also reported that the screen is frozen.